Event description:
Pt had "mic" g tube placed 01-10-97. Pt returned to or for "readjustment". Upon inspection by physician, tube found to have a leak. Mic g tube replaced after extensive tissue/wound debridement.